Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had blank screen, it did not turning on anymore, customer already changed batteries but still not working. The customer¿s blood glucose level was 265 mg/dl. The customer was assisted with troubleshooting. Customer was doing bolus and insulin pump had unexpected restart, a cold reset was performed alarm. Customer reports they were able to clear the alarm. Customer able to complete rewind. The insulin pump will not be returned for analysis.